Event description:
The surgeon deployed a third coil within the right carotid artery, however, the distal end had entered the aorta, and when he tried to recapture, it would not retract. Eventually, the coil came detached from the guide catheter and knotted within the patient's artery. The doctor attempted to snare the coil endovascularly but was unable to recapture it. Therefore, the patient required an additional cutdown in the right upper arm to retrieve the coil. Additionally, at the conclusion of the case, the product vendor attempted to take the malfunctioned coil and packaging with him out of the operating room.